Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the proximal lad artery with 80% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. While inserting the stent into the lad the stent slipped back on to the shaft of the delivery system. The entire delivery system was removed from the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon. The stent had displaced and moved proximally on the device. The stent was positioned on the distal shaft. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the displaced stent. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There were no difficulties noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.